Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
The customer reported that the probe was obstructed. They observed the difficulty at the time of lubrication with water.

Manufacturer narrative:
4247 (appropriate term/code not available): undetermined the device history record (DHR) was reviewed, and no abnormal process conditions were present during the manufacturing of the product that could have led to the issue reported. The DHR review showed that all acceptance criteria inspections per established sampling levels were within acceptable limits during the production process. The device was manufactured on august 12, 2020. A physical sample was not received for the investigation, but a video was provided. The video was reviewed, and it was observed that when trying to introduce liquid into the tube through the enfit adapters, the device did not allow entry of the liquid. The reported issue was confirmed but the root cause of the occlusion could not be determined as the physical sample is needed for analysis. If the sample is received at a later date, the complaint will be reopened, and the investigation will be updated to reflect our findings. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for tracking and trending purposes.